Manufacturer narrative:
The pt alleges the cycler allowed the her to be filled without draining during treatment. Due to the unavailability of additional info and the known complication that can occur from an overfill, a malfunction MDR will be filed. The post market clinical department is in the process of requesting pt treatment data info regarding the allegation and awaiting the device's return to the MFR for investigation. A supplemental medwatch will be submitted upon the completion of the investigation.

Event description:
Pt was treating on the continuous cycling peritoneal dialysis (ccpd) cycler when she was awakened by an alarm and was "in pain". The alarm was unrelated to the alleged event. She alleged the cycler filled her with prescribed 2l of solution and did not drain before it filled the next prescribed fill of 1.5l. Pt did a manual drain and drained out 3l. She did not require medical intervention. The cycler was replaced.